Manufacturer narrative:
Received 1 opened drainage bag with the catheter. The reported issue was confirmed as cause unknown. During the visual inspection it was noted that the sample port connector was broken in the middle. A piece of sample port body remain in the drainage tube. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "single use only. Do not reuse. Do not resterilize. 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight." (B)(4).

Event description:
It was reported that the connector of the inlet tube was broken once the package was opened.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the connector of the inlet tube was broken once the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connector of the inlet tube was broken once the package was opened.